Event description:
During a coronary stent procedure, the physician had successfully stented an obtuse marginal, and was using the express2 in the circumflex. It is unknown if the lesion was pre-dilated. They were unable to cross the lesion and after removal it was noted that the stent had dislodged. They were unable to locate the stent under fluoro. Patient status is listed as "okay".